Manufacturer narrative:
(B)(4). Although requested, device has not been received. A f/u report will be submitted with failure investigation results, should the product be received for eval.

Event description:
Received a copy of the customers medwatch report. Per report: "nurse had just hung the tubing. Buretrol tubing noted to have a nick in the tubing. Fluid was leaking out of the side of the tubing. No injury to the pt. Tubing changed." There was no medical intervention required. Although requested, no additional event or pt info provided by the user.